Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# 0209237216, implanted: (B)(6) 2015 explanted: product type lead. (B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that the patient had unusual side effect following implant. On (B)(6) 2015, the implantable neurostimulator (ins) had been turned. Two days later, the patient was experiencing some auditory side effects and they were having a delay in hearing between their ears. The patient had contacted a neurologist. No surgical interventions were done or planned and the issue was not resolved at the time of this report. The patient's indication for use is parkinson's disease.